Event description:
Elderly female got admitted for abdominal pain and fevers. H/o chronic combined systolic and diastolic heart failure, lvad implantation with hm ii (dt) 4 years ago with laa exclusion. Peripheral vascular disease, hyperthyroid, methamphetamine abuse, tobacco abuse, obesity. Hmii lvad was implanted 4 years ago. Assessment: elevated ldh on admission with unexplained anemia and hf symptoms concerning for lvad thrombosis. Ramp echo on reassuring in that lv decompressed nicely. Likely small, thrombosis present in lvad. 4 days later: ldh rising 800->900, started on integrillin in addition to heparin and coumadin, reported power spike overnight only transient then resolved overnight. 3 days later: ufh xa goal increased 0.4-0.5. 6 days later: acute intracranial hemorrhage manifested as right arm weakness/neglect and right hemianopsia. Reversal agents given and taken to or for left burr hole. 5 days later: pt developed acute onset worsening stroke like symptoms, cta demonstrated acute thrombus m1 segment of r mca, no intervention, continued on heparin. Worsening ha overnight, stat head CT unremarkable in changes. Ha tx with oxycodone.